Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported cart castors not fitting. The threads that the castors screw into need to have the old loctite removed from them. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date received by MFR: 06aug2019, date of report: 07aug2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part numbers for various cart parts and was advised per engineering; the threads that the castors screw into need to have the old loctite removed from them and remove the old loctite from the threads in the base. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened.